Manufacturer narrative:
Manufacturer's investigation conclusion: the report of (B)(6) "turning off and back on" was unable to be confirmed via the submitted log files. A low flow alarm was confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarm could not be conclusively determined through this investigation. The controller event log file contained events spanning from 09mar2023 to 14mar2023. A transient low flow alarm was recorded on 13mar2023. No other notable alarms were captured, and the pump appeared to have been operating as intended at the set speed. Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 outlines system alarms and the recommended actions associated with them. The instructions for use also provides important warnings pertaining to pump stops. The heartmate 3 left ventricular assist system patient handbook, rev. D contains the following information: section 5 covers visual/audible alarms and the actions to take if the alarms cannot be resolved. The patient handbook also provides important warnings pertaining to pump stops. This document also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented after experiencing low flow alarms during routing outpatient intravenous infusion. The infusion nurse stated that the patient's ventricular assist device (vad) turned off and back on. Upon interrogation, no pump stops were noted. One low flow alarm was noted on (B)(6) 2023 around 1:00 pm that was sustained for 3 minutes and 22 seconds. The patient had a known history of dehydration induced low flow alarms. Log file review confirmed the low flow event on (B)(6) 2023 but no other unusual events were observed.